Event description:
It was initially reported that the device produced a beeping sound and that the power button and the shock button were illuminated after a new battery was installed in the device. Further to evaluation it was observed that the device that would not start up therefore could not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the failure was due to a failure of the integrated circuit chip, designator u23, located on the digital pcb assembly.